Manufacturer narrative:
The technician replaced all four casters to repair the stretcher.

Event description:
Info received indicates all four brake casters continue to roll when in the brake position.